Event description:
It was reported that a revision was performed due to dislocation.

Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection was attempted however several of the device attributes were deformed during the insertion attempt and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. The research and development lab performed a macroscopic photo analysis and a sem/edax (stereomicroscope) evaluation of the scratches which indicated the presence of embedded particles on the insert surface. The sem/edax evaluation of the particles detected (B)(4) peaks indicating the likely source of the embedded particles on the insert surface as wear debris from a stainless steel instrument. No further action is being taken at this time; however safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.